Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was charging intermittently despite the attempt of multiple usb cables, wall adapters and power sources. The pump was confirmed to be charging successfully at the time of the call. Customer reported blood glucose level was 137(mg/dl). It was indicated that the customer would continue to use the pump and monitor the pump performance.